Event description:
Ev3 evercross 7x40x80 balloon ruptured while being inflated at 12 atm. As the balloon was being withdrawn, it captured and during the course of trying to remove the balloon, the sheath separated and a residual ruptured balloon and associated catheter was left in the groin on the existing guidewire. Vascular surgeon was called, performed a left open groin exploration, removal of retained balloon and catheter and closure of superficial femoral artery was performed. Pt was admitted overnight to monitor area, discharged home next day, no further complications.